Manufacturer narrative:
Reported event was confirmed by x-ray. The x-ray evaluation report states that there is linear radiolucency seen at the tibial tray metal bone and cement interfaces which suggest loosening. Also, the tibial component exhibits mild, approximately 3 degrees, varus coronal alignment rather than neutral alignment.

Manufacturer narrative:
Concomitant medical products- unknown bone cement.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 3007963827- 2017 - 00239 and 0002648920 - 2017 - 00457. Date of birth : (B)(6). Concomitant medical products - psn asf cr 13mm ply l 7-12 gh catalog # 42511000613, lot # 62747290 and psn fem cr cmt ccr std sz9 l catalog # 42502606601, lot # 63241933. Report source - (B)(6). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed,a supplemental medwatch 3500a will be submitted. Remains implanted.

Event description:
It was reported that the patient underwent a total knee arthroplasty. Subsequently, the patient has experienced premature loosening of the tibial component and deep vein thrombosis approximately ten months post-implantation. No additional patient consequences were reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed. Device history record was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined. There are warnings in the package insert that this type of event can occur and associated risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.